Event description:
Customer reported that the insulin pump alarmed for no delivery during the manual prime. The blood glucose reading was 507 mg/dl. Customer was unsure of why it was so high. She was advised to disconnect and reconnect the tubing and reservoir and then to manually push insulin slowly through the tubing with the plunger. She stated that insulin did exit the tubing. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.